Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the touch screen and the wake button were unresponsive. The pump also shut off unexpectedly. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level ranged between 160-325mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue and the unexpected shutdown issue were verified. Additionally the alleged wake button issue and touch screen issue could not be verified.